Event description:
It was reported that the lead had decreasing impedance. It was also reported that during the previous follow-up check, unipolar impedance was noted to be higher than bipolar impedance. It was also reported that the r-wave had a low sensing value. The lead remains in use and the patient will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.